Event description:
Information was received from manufacturer representative who reported patient had pain at ins site. The physician created a new pocket above the previous ins site and relocated the battery to avoid discomfort for the patient (ins was previously near his belt line).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.